Event description:
The customer reported one false negative rsv result on the alinity m resp-4-plex assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2025 and the result was "not detected" for all targets. For the rsv target, the baselined signal for the sample was slightly wavy, smile-shaped. The customer retested this sample on both the genexpert and the cobas 5800, and in both instances, it gave a positive rsv result at cycle number (cn) 32. The sample was a nasopharyngeal swab. The result was questioned as the patient was in the hospital due to a respiratory clinical episode, hence the physicians found it strange that it would be "not detected" for all targets of the assay and requested the alternative method testing. The final result reported out of the laboratory was the positive result obtained by two different methods. There was no impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The runs met all validity and acceptance criteria. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 408297. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 was not identified.